Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and that the sets would not lock into the reservoirs. The customer's blood glucose level was 324mg/dl. The customer was able to clear the alarm by changing the set. The customer's items were replaced and the customer requested to return the used sets for analysis; however nothing was returned.